Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. : correction. All codes transmitted in this report correspond to allegations captured in the event description of the prior report, and had not been sent.

Event description:
Additional information received from the patient stated that the device was "jump started" and the issues of poor communication, loss of stim, and overdischarge were resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and cervical radiculopathy. It was reported that there was a poor communication screen on the programmer and that there was poor communication between the stimulator and programmer. There was a reposition antenna screen on the implantable neurostimulator recharger (insr) and the last time the patient felt stimulation was about three weeks ago. The patient was directed to their healthcare professional about a possibility of an overdischarge. The patient programmer tried to connect to the stimulator and nothing would come up on the screen. The programmer was not turning on.